Event description:
It was reported that during a remote device data review, two episodes of over-sensed non-physiological noise were noted from this subcutaneous implantable defibrillator (s-ICD) system. The episodes were untreated and did not lead to inappropriate therapy. Technical services was contacted and provided thorough in-clinic troubleshooting measures to assess the system integrity. Diagnostic imaging was performed which showed a potential fracture near the sense a node of the s-ICD electrode. The physician scheduled an electrode revision procedure, but this has not yet occurred. At this time, the electrode remains implanted and no adverse patient effects were reported.

Event description:
It was reported that during a remote device data review, two episodes of over-sensed non-physiological noise were noted from this subcutaneous implantable defibrillator (s-ICD) system. The episodes were untreated and did not lead to inappropriate therapy. Technical services was contacted and provided thorough in-clinic troubleshooting measures to assess the system integrity. Diagnostic imaging was performed which showed a potential fracture near the sense a node of the s-ICD electrode. The physician elected to surgically explant and replace the entire s-ICD system to resolve the event and no additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that during a remote device data review, two episodes of over-sensed non-physiological noise were noted from this subcutaneous implantable defibrillator (s-ICD) system. The episodes were untreated and did not lead to inappropriate therapy. Technical services was contacted and provided thorough in-clinic troubleshooting measures to assess the system integrity. Diagnostic imaging was performed which showed a potential fracture near the sense a node of the s-ICD electrode. The physician scheduled an electrode revision procedure, but this has not yet occurred. At this time, the electrode remains implanted and no adverse patient effects were reported.

Event description:
It was reported that during a remote device data review, two episodes of over-sensed non-physiological noise were noted from this subcutaneous implantable defibrillator (s-ICD) system. The episodes were untreated and did not lead to inappropriate therapy. Technical services was contacted and provided thorough in-clinic troubleshooting measures to assess the system integrity. Diagnostic imaging was performed which showed a potential fracture near the sense a node of the s-ICD electrode. The physician elected to surgically explant and replace the entire s-ICD system to resolve the event and no additional adverse patient effects were reported. The explanted s-ICD system has been returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.